Event description:
Reporter alleged discrepant blood glucose readings during back to back testing. Customer stated results were 334 mg/dl versus 123 mg/dl, 223 mg/dl versus 118 mg/dl, and 280 mg/dl versus 118 mg/dl when comparisons were performed two minutes apart. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.